Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9221ag and concomitant ar-9617 were received for investigation. Visual inspection identified that both devices were locked together, and attempts to separate the devices were unsuccessful. Apart from wear to the ar-9221ag flutes, no significant damage was visible across the assembly. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 03/18/2022, it was reported by a distributor via sems that a ar-9221ag superior drill, and a ar-9617 shaft were found to be stuck together. This was discovered after an unknown surgery when the devices when the devices were unable to be separated. There was no patient effect reported.